Event description:
An IV tubing during injection of 100 cc omni 240 radiopaque dye for computerized tomography of chest. Extension tubing was being used with the IV access. The IV was tested with 20 cc normal saline before dye injection was attempted. There was no probem with product performing normal saline test.